Manufacturer narrative:
A ge healthcare technical service representative performed a checkout of the system and confirmed the reported issue. The daq board was recommended for replacement to resolve the issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.